Event description:
Pt implanted (B)(6) 2018 with a heartware hvad. Heparin stopped an hour before implant and restarted at 0800 on (B)(6) 2018. On (B)(6) 2018, pt with dark urine, increased lvad flows/powers and increased ldh. On (B)(6) 2018, heparin stopped and bivalirudin started. Cat scan performed. Pt emergently take to operating room for heartware exchange. Clot visibly seen on inspection.